Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that during the infusion of 4 separate IV medications/fluids which included vasoactive medications, the staff noted that the pcu powered down without warning or alarm. Although requested, no information on patient impact has been provided to date.